Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted in the initial report sent on (B)(6) 2019. The product problem checkbox in adverse event or product problem was not check marked in the initial report. Correction: the reported rupture classifies as a "product problem" and the adverse event or product problem section of this supplemental report reflects that. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with an unspecified mentor breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by physician after a mammogram and ultrasound. As a result, the patient underwent bilateral explantation on 9/5/2019 and replaced with 600cc mentor memorygel breast implants (catalog number 3506001bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).